Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the display was dim. There was no patient involvement.

Manufacturer narrative:
Date of report: 17jun2019. Date rec'd by MFR: 15jun2019. The customer confirmed the dim display issue. The customer reported that a replacement user interface was successfully installed and the unit was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.